Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the emergency room. Upon interrogation, the right ventricular lead exhibited high capture threshold, intermittent capture, and high impedance. Fracture was suspected. The lead was capped and replaced on (B)(6) 2016. The patient was well and would continue to be followed.